Manufacturer narrative:
This failure mode poses a low risk to a pt, because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant, alternate power sources of external batteries and wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This companion 2 driver was not supporting a pt. The customer reported that during a system check, the companion 2 driver exhibited an "emergency battery error" notification. The companion 2 driver was returned to syncarida for evaluation. The driver was connected to a/c power for approximately 20 hours to allow the internal emergency battery to charge. Testing revealed that the internal emergency battery was unable to power the driver, and the driver displayed the "emergency battery error" alarm. Further testing using battery evaluation software confirmed that the internal emergency battery was faulty. The emergency battery was replaced. A charge/discharge battery prior to installation to confirm its functionality. The companion 2 driver was then serviced and passed all final performance testing.